Event description:
The customer reported that the nibp cuff did not deflate completely. The patient experienced a blood clot in the arm and was treated with medications.

Manufacturer narrative:
Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation.